Event description:
The lay user/pt contacted lifescan (lfs) another country in 2007 alleging a battery indicator on the pt's one touch ultra meter. A medical affairs specialist (mas) sent follow up questions and obtained the following info: the pt noticed the battery indicator by itself a week prior to three days earlier; however, never replaced the battery since he did not know where to get a replacement battery, he was unsure whether that day was the day the meter was working or not working. The last time the pt used the meter was 3-4 days ago; however, does not recall the result. Since the meter had not been working, the pt continued to take his usual dosage of insulin on a regular basis. At an unspecified date (the pt thinks, it was three days prior to original date at 6:30 am) the pt did not exhibit any symptoms and does not recall whether he attempted to test his blood glucose. He took his set amount of novorapid insulin (10 units) and approx 30 minutes later before eating the pt exhibited symptoms of sweating, shaking and fell down twice. The pt treated himself with apple juice and felt better 5 minutes later. He did not contact his physician or seek any further treatment. The pt was not tested on another device. The meter is not a new product (out of box). The pt tests six times a day and has had the meter for 3 years. The pt was unable/unwilling to confirm whether the meter suffered any meter trauma. A battery indicator by itself means the power is too low to perform a test. Issue was not resolved via troubleshooting. The complaint is being reported, since the pt alleged, he was unable to test due to the battery indicator and took a set amount of insulin and developed symptoms suggestive of hypoglycemia. Pt claimed he felt better after self-treatment.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.